Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned to intuitive surgical, inc. (Isi) for evaluation and failure analysis (fa) confirmed the customer reported complaint. Fa found the instrument to have a broken main tube approximately at the distal tip and small fragments were found missing. Components adjacent to this broken main tube did not show damage. The instrument was returned with the standard length 8mm cannula, and 5-8mm seal attached. The cannula and seal were evaluated and no product issues were found.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, the tip of the fenestrated bipolar forceps (fbf) instrument was found to be damaged and bent. As a result, the port site incision had to be increased in size in order for the user to remove the instrument and the cannula together. The instrument was inspected prior to use and there was no damage or anything out of the ordinary noted. The procedure was completed robotically.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. Intuitive surgical, inc (isi) has received the fbf instrument that was used during this reported event; however, failure analysis investigations are in progress as of the date of this report